Event description:
Reported uterine perforation.

Manufacturer narrative:
User error resulted in a breach in the integrity of the uterine wall. The novasure cavity integrity assessment test identified the perforation and prevented user from conducting the ablation, therefore, avoiding complication. Endometrial ablation procedure was not conducted. No additional surgical interventions and/or prolonged hospital stay required. The novasure system performed as intended.